Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing elevated blood glucose (bg) levels occurred. Customer did not provide bg values. Customer declined troubleshooting with tandem technical support and declined to provide additional information.